Event description:
It was reported that a small volume infusor under infused. The reporter stated that the expected infusion time was 46 hours and the device was removed from the patient¿s body at 58 hours. This was observed during a patient infusion at the hospital. The device was filled with 5-fluorouracil and saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 22, 2021 - november 23, 2021. H10: the device was received containing 33 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.